Event description:
It has been reported to philips that there was no image on the live monitor. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor in the examination room does not display. During troubleshooting fse confirmed that the signal wire was broken. Fse replaced the cable. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.